Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver failed to charge and reboot. The battery was replaced with a known good battery and the receiver turned on. The receiver case was opened and the internal inspection failed. There was no log data available for review. The reported event of an error icon display could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed errhwbat. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.